Event description:
It was reported in a publication that minimal access plif and tlif with interbody cages and percutaneous pedicle screw fixation was performed on 34 patients from (B)(6) 2002 to (B)(6) 2005. One patient was excluded due to lack of a follow-up CT, leaving 33 for assessment in whom 36 disc levels were operated on. In 85% of patients, the primary compliant was mechanical (minimal to no pain at rest) radicular leg pain. In the other 15%, mechanical back pain was the primary complaint. The procedure involved plif for 10 patients and tlif for the remaining 23. For all patients bmp was presented as an optional adjunct, but not a necessity to the procedure. Fusion was performed using posterior instrumentation, and interbody devices. For all tlif cases, half an acs was placed in the anterior disc space, followed by morselized local autologous bone and then a cage packed with the remaining acs was inserted. For the plif cases, the morselized local autologous bone was placed anteriorly followed by bilateral cages packed with single acs. In the cases where rhbmp2 was not used, morselized local autologous bone was packed anteriorly and into the cage(s). Percutaneous transpedicular screw fixation was performed bilaterally in all patients. Patients were routinely followed at 6 weeks, 3 months, 6 months, 12 months, and annually thereafter. 2 patients failed conservative management for intermittent low back pain (with no radicular symptoms) that was felt to be due to instrumentation prominence. Good pain relief was achieved following instrumentation removal at 1 year following surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.